Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device one time successfully. On each subsequent firing the clips partially formed but fell out of the jaws of the device, malforming slightly as they dropped out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.